Manufacturer narrative:
(B)(4). The customer¿s report that the pump module infused too fast was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Review of the logs confirmed that the pump module was last programmed for infusions on (B)(6) 2016. On that day at 6:12pm the module was programmed and began infusing at a rate of 50ml/hr with a vtbi of 50ml. Seconds later the vtbi was changed to 75ml. The user powered off the pump module about a minute later. Review of the pump module error logs was also performed. No channel errors were found in the logs within the last 2 years. Rate accuracy testing found the device to be delivering fluid within specification. The device was thoroughly tested and no issues were observed during functional testing. The root cause of the customer¿s report that the pump module infused too fast was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pump was reported to infuse too fast and during accuracy testing by the facility biomed it had an unspecified hard failure. There is no report of patient harm.